Event description:
It was reported via repair work order that the fowler was tilted due to broken fowler weld, which could cause the patient to fall from the litter during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.